Manufacturer narrative:
Correction: manufacturing date - the manufacturing site reported that the manufacturing date for the device is 10/20/2008. Additional info: the review of the device history record (DHR) for star excimer (s/n (B)(4)) showed that there was no issues or nonconformances during manufacturing. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with stage 2 diffuse lamellar keratitis in left eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and a tear film over left eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 1.00 x -.75 x 76, left eye pre-op 20/20 .75 x -.50 x 99. This report is for the visx laser. A separate report is being submitted for the intralase laser.